Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08677. It was reported that the patient presented in clinic for a device check. Upon review, the atrial lead exhibited under-sensing and the left ventricle lead exhibited failure to capture and fracture. Programming changes were made on the atrial lead. On (B)(6) 2021, the left ventricle lead was capped and replaced. No patient consequences.